Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he had leaks with infusion set and reservoirs and experienced high blood glucose levels. The customer reported that the current blood glucose level was 9 mmol/l. The customer reported that he had high blood glucose levels of 19 mmol/l. The customer stated that he treated with manual injection. The customer state that he noticed that tubing connector was wet. The customer stated that the connector was tight and was not loose with reservoir. The customer stated that he had done another site change and reservoir change. The customer reported that he felt moisture and after he put the infusion set inside the reservoir compartment, it was wet. Troubleshooting was performed. The customer reported that the insulin pump functioned as designed. The customer was advised to replace out the infusion set and reservoir and return for analysis. Additional device related incidents: insulin pump (308380421); infusion set (308380422).